Manufacturer narrative:
The insulin was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
Customer reported via phone call to have received a letter regarding the scroll wrap recall. Customer reported to have been affected by the scroll wrap and gave herself too much insulin and would like have insulin pump replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.